Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive, the battery gauge was fluctuating, and that the battery takes longer than it used to charge. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.